Manufacturer narrative:
Product event summary: at analysis, the stated reason for return of loose electrocardiogram socket was confirmed and as a result the programmer failed a number of incoming link electronic module-related tests and it was determined that the link electronic module (lem) board was worn out. It was additionally noted that the left and right keyboard hinges were broken, the stylus tip was loose and broken and the stylus did not work anymore, the upper and lower bullets were missing, the company logo button was missing, the cooling fan was noisy and errors were found in the software history. The lem board, keyboard hinges, stylus, left upper and right lower bullets and the cooling fan were replaced, the touch screen was calibrated, new software was installed and the device was cleaned. The programmer then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the electrocardiogram socket on the programmer was loose. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer¿s analysis.